Event description:
A bipap a40 ventilator was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation at the third-party service center, the device was visually inspected, and foam particles were observed. The device was remediated, and the foam insulation needs to be replaced to resolve the issue. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed.

Manufacturer narrative:
This report is being submitted to correct the description of the event or problem previously reported and to update the associated coding grids. The manufacture received new information via email from the third-party service center on 03/25/2026 that visible foam degradation was detected wrongly inside the device. The become aware date, event date, and date received by manufacturing have been updated to 03/25/2026. The bipap a40 device was returned to a third-party service center for service. There was no allegation of device malfunction. The device was not in patient use. During the evaluation, visible foam degradation was detected wrongly inside the device. The third-party service center has submitted a correction that during evaluation, no visible foam degradation was found inside the device. Furthermore, there is no evidence to suggest that the device malfunctioned in a way that could lead to death or serious injury if the issue were to recur. Therefore, this complaint is not reportable to any regulatory agencies.